Event description:
User facility mandatory medwatch was received directly from the user facility that stated the following: "hospira infusion pump model plum a+ with mednet software, serial number (B)(4), was set for a delivery rate or 2ml/hr of insulin delivery and was found to have delivered 55ml in an 1 hour period when checked by nursing staff. Nursing staff immediately removed pump from pt, contacted physician for directions on what actions to take with pt. Event was noticed by staff early enough to prevent serious pt injury. Had the pump intervention not taken place, serious injury or death from an insulin overdose could have resulted. The pump involved, was repeatedly tested by in-house biomedical staff and malfunction of the pump was confirmed. Malfunction was repeatable with original infusion cassette device as well as other cassette devices. Original cassette device was confirmed to operate properly in a different pump of the same model and configuration. MFR hospira was contacted (B)(6) 2014, regarding event." Upon further query, the following info was provided that indicated that the device delivered more medication than intended. At 0706, the device was programmed to deliver regular insulin 1 unit/ml, at a rate of 2ml/hr, with a vtbi (volume to be infused) of 55ml and the delivery was started. It was reported the pt's blood sugar was 186mg/dl prior to the delivery. At 0745, it was reported the device delivered the entire bag. At that time, the pt's blood sugar level was reported as 43mg/dl. The pt was treated with 2 ampules of dextrose 50%. It was reported that the pt's blood sugar was "more stable" by 1000 and then increased to 264mg/dl due to the dextrose 50%. The customer contact reported the scheduled coronary artery bypass graft surgery was rescheduled from (B)(6) 2014, which extended the pt's hospital discharge by one day. The customer contact reported the pt was alert, oriented and stable at all times. The device was removed from clinical service. It was reported that during testing at the user facility, the biomedical dept was able to duplicate the reported issue. Although requested, no further info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the device history indicated that on (B)(6) 2014 at 0703, line a of the device was programmed to deliver insulin 55 units/55ml at a rate of 2ml/hr, with a vtbi (volume to be infused) of 55ml, for a duration of 27 hrs and 30 minutes, and the delivery was started. At 0804, line a delivery was stopped with a volume infused of 2ml. At 0806, the device alarmed with a n102 (infuser idle 2 minutes) and was silenced. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.